Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009; 5067 lead, implanted: (B)(6) 2009; ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right sided right ventricular (rv) lead had failure to capture at maximum output. The lead was programmed off. It was further reported that due to occlusion, the lead was inactivated and chronic left sided leads were reactivated. No further patient complications have been reported as a result of this event.